Event description:
The customer contact reported a crack in the soluset; subsequently, a leak was noted. The tubing set was being used to deliver an unspecified volume of tpn (total parenteral nutrition), at a rate of 11.7 ml/hr, via a plum pump. At 0030, it was reported that the delivery was started. The customer contact reported that after the delivery of the solution in the soluset of the tubing set was complete, the nurse squeezed and refilled the soluset that was delivered to the pt. At 1100, after 122ml of tpn was delivered, it was reported that the pump alarmed for an unspecified alarm. At this time, the nurse checked the solution container and noted the soluset of the tubing set had collapsed inward. During refilling of the soluset with solution after the solution was squeezed, the soluset cracked and an unspecified volume of solution leaked onto the floor. The tubing set was replaced; however, the solution container was replaced with a container of solution 18 and dextrose 10%, and the delivery was resumed. After approx 6 hours, it was reported that a new tpn solution container was obtained and tpn therapy was resumed. The customer contact reported a delay of therapy to obtain a new solution container; however, there were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The lot number of the device that was in use is unk. The customer contact identified a possible lot number (plots). The possible lot number is 131155h. The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80frn and has a 510k of k981259. This report represents all the info known by the reporter upon query by hospira personnel.